Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Additional information was received that the patient was experiencing low thoracic pain which got worse when the stimulator was turned on. A review of the x-ray and computed tomography (CT) showed that the anchors and leads appeared to be tangled together near the anchors. It was also reported that the patient was experiencing frequent ipg charging. The patient will undergo a lead explant and ipg replacement procedure.

Event description:
A report was received that the patient was experiencing shocking sensation around the area of the anchors. The patient will undergo lead revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking sensation around the area of the anchors. The patient will undergo lead revision procedure.

Manufacturer narrative:
Additional information was received that the pain was device related since the patient does not feel pain when stimulation is off. It was noted that malfunction was suspected with the lead due to the multiple impedances in the contacts.

Event description:
A report was received that the patient was experiencing shocking sensation around the area of the anchors. The patient will undergo lead revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-2316-50 serial #: (B)(4) description:infinion 1x16 perc lead kit-50cm.

Event description:
A report was received that the patient was experiencing shocking sensation around the area of the anchors. The patient will undergo lead revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Additional information was received that the patient was experiencing low thoracic pain which got worse when the stimulator was turned on. It was also reported that the patient was experiencing frequent ipg charging. The patient will undergo a lead explant and ipg replacement procedure.

Event description:
A report was received that the patient was experiencing shocking sensation around the area of the anchors. The patient will undergo lead revision procedure.